Manufacturer narrative:
One cadd ms3 pump was returned for the evaluation of the reported event. A DHR, device history review, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event log showed no evidence of the reported problem. Further investigation was performed; the device was found to have lost programming because it cannot hold all programming after 2 days without power from the battery. It was found to be the battery issue. Therefore, the aaa battery must be replaced as soon as possible after the pump gives low battery notification.

Event description:
Information was received regarding a cadd ms3 pump. It was reported that the device lost programming. There was no patient injury.